Event description:
On 13 july 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the users arm.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Per case notes, the sensor was successfully removed during another removal attempt that was made on (B)(6) 2022. No further investigation was found necessary. D6b. Explanted on (B)(6) 2022.